Event description:
The consumer reported that the patient had a loss of therapy. Therapy stopped working since last year in 2015 and the patient had a return of symptoms. The patient didn't know why the device was not working and they were supposed to last for 10 years and this was their third device. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.